Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, case at reservoir tube window corners, reservoir tube lip and battery tube thread, minor scratches on the lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 219mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.